Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 61-year-old female patient underwent unspecified breast surgery with unknown size unknown gel implants smooth and experienced breast implant rupture on her left side postoperatively. MRI and ultrasound scans show folding. As a result, the patient underwent bilateral explantation and replacement with catalog number smpx545; serial number: (B)(4) on the left side, and with catalog number smpx545; serial number: (B)(4) on the right side on (B)(6) 2022.

Manufacturer narrative:
On june 17, 2022, the mentor failure analysis lab received the device for evaluation. As per device received, the following fields have been updated on this form: field d1 for brand name has been updated to "mentor memorygel breast implant." Field d4 for catalog number has been updated to "3505001bc."field d4 for lot number has been updated to "5681269."field d4 for unique identifier( UDI) has been updated to "(B)(4)." Field g4 for PMA/ 510(k) has been updated to "p030053." A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is aware that the date of implant ((B)(6) 2002) is prior to the manufacturing date (5/30/2006) of lot 5681269. Follow ups were performed for clarification. No information is received thus far. If additional information becomes available, it will be updated and supplemental report will be submitted. On june 24, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 500cc breast implant had a crease/fold on the anterior view. In addition, a tear was noted within the crease/fold measuring approximately 14.6 cm. The evaluation determined that the cause of the rupture was consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).